Manufacturer narrative:
G4: 01may2020. B4: 26may2020. The manufacturer's field service engineer (fse) confirmed the reported problem. The fse confirmed a misalignment of the touchscreen assembly, as well as a scratch on the surface of the screen. Therefore, the touchscreen assembly was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06oct2020. B4: 13oct2020. D4: UDI#: (B)(4). The touchscreen assembly (assy, touch screen, user intf, v8000) was received for evaluation. Visual inspection of the touchscreen assembly revealed no anomalies. A failure investigation (fi) technician installed the touchscreen assembly into a good fi test ventilator in an attempt to duplicate the reported problem. The fi ventilator was booted up unit in normal operation mode and checked for alarms and errors. The touchscreen assembly was tested and the customer complaint was verified. After calibration, the buttons along the left of screen do not respond correctly. Root cause is failure of touchscreen assembly; out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01may2020.

Event description:
The customer reported a ventilator with a faulty touchscreen. There was no patient involvement.